Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient who had an implanted pump. The patient reported that their pump was being removed because it did not do what it was supposed to do. The patient reported "my walking, I'm slower."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.